Event description:
The customer reported that most of the opcheck tests were failing including the defib and pads ECG tests. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that most of the opcheck tests were failing including the defib and pads ECG tests. There was no reported patient involvement. Philips evaluated the device and confirmed the failure. The device was repaired by replacement of the power pca. The device passed all testing and was returned to the customer.